Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73h1600665 was manufactured on 08/29/2016 a total of 288 pieces. Lot was released on 09/02/2016. DHR investigation did not show issues related to complaint. Per DHR the product auto end05 ml, lot # 73h1600665 was manufactured on 08/29/2016 a total of 288 pieces. Lot was released on 09/02/2016. DHR investigation did not show issues related to complaint. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The hemoloks misfired and one was broken when fired. They tried to fix it at the back table but were unable so opened new handle. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The hemoloks misfired and one was broken when fired. They tried to fix it at the back table but were unable so opened new handle. There was no patient injury.